Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2016. Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. One set of setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced sharp, poking left chest pain, which became worse with exertion. The patient also experienced exertional dyspnea, fatigue, and dizziness. The physician confirmed a septal position of the rv (right ventricular) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.